Event description:
The customer reported being hospitalized due to sinus infection and high blood glucose of 645 mg/dl. The customer was treated with the insulin pump and lantus. The customer stated that the insulin pump alarmed no delivery during the manual prime process. Troubleshooting was performed. It was stated that the events leading to her admission was retention of fluids and possible congested heart failure. The time, date, and programming were correct. Ran a fixed prime test and insulin did exit. Advised the customer to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.